Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. The specific serial number/lot number was not reported, but a device history record review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint of catheter migrated is not able to be confirmed. If the product is returned at a later date, a full investigation will be completed. The root cause of the complaint is undetermined.

Event description:
It was reported that the rn was calling because they could not get an ap (arterial pressure) waveform to show on the monitor. This was an emergent insertion at the bedside. An rn came up from the cath lab to help troubleshoot the ap waveform. All tubing was connected and the stopcocks were open. The clinical support specialist (css) then had the rn attempt to aspirate the central lumen with the intra-aortic balloon pump (s/n (B)(4)) on hold. There was no blood return. The css relayed that the central lumen seemed to have clotted off and it should not be used. The patient (pt) had a right radial arterial line that the rn then moved to transduce directly to the iabp. Leveled and zeroed, it now showed that the waveform and the pump were working appropriately. The css then spoke with the rn caring for the pt. This was a male pt (B)(6) who presented to the emergency department via medic from mva (motor vehicle accident) scene. He arrested en route to the hospital. He had a left leg hemi-fracture, bilateral chest tubes and was on a ventilator. His pupils were not equal and only one was responsive to light, however sluggish. His ph was currently 7.1. He had the following gts infusing at "high" doses - epi, vaso, neo, levo, dopamine. At 0241est, the rn called the css back to troubleshoot occasional pauses on the iabp. The css had the rn print a strip and she relayed that most of the scoring in the best signal analysis was over 8-10. The css discussed this meant the pump did not have a clean EKG to use for triggering. The css suggested moving leads around, changing the patches etc. The rn is going to try that and call the css back if it does not correct the problem. There were no further calls. At 2007est, the css called back and spoke with the rn who was currently in charge. The central lumen had been capped off and the rn was not sure if there had been heparin in the flush bag with insertion or if was 0.9ns. The pt had excessive high pressure alarms in the past hour. The rn has changed the assist ratio to 1:2 and decreased the volume to 75%. The alarm was still occurring however a bit less frequently. They can still only get several seconds of pumping before receiving the alarm again. The rn called the cardiologist to come in and reposition the intra-aortic balloon (iab); he told them to do it at bedside. The trauma attending physician was at bedside now assessing the situation. The css discussed the complications associated with the iab being too low and minimal pumping due to alarms/clotting risks. The css told the rn that she would follow-up in another 45 min-1hr. At 2105, the css called back and spoke to the rn. The trauma attending had repositioned the iab and the alarms stopped completely. The rn stated that the pt is now augmenting over 20 points and is showing improved afterload reduction. The rn has no further questions. Additional information received on 03nov2015 reported that the css spoke with the md who was the interventional fellow for the pt. With the initial insertion, the sheath was sutured in place and the iab was secured with a stat lock. After the iab was repositioned the following morning, the sheath was still sutured in place and they sutured the iab in place as well. The pt pulled the iab down about 11cm.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn was calling because they could not get an ap (arterial pressure) waveform to show on the monitor. This was an emergent insertion at the bedside. An rn came up from the cath lab to help troubleshoot the ap waveform. All tubing was connected and the stopcocks were open. The clinical support specialist (css) then had the rn attempt to aspirate the central lumen with the intra-aortic balloon pump (s/n (B)(4)) on hold. There was no blood return. The css relayed that the central lumen seemed to have clotted off and it should not be used. The patient (pt) had a right radial arterial line that the rn then moved to transduce directly to the iabp. Leveled and zeroed, it now showed that the waveform and the pump were working appropriately. The css then spoke with the rn caring for the pt. This was a male pt (B)(6) who presented to the emergency department via medic from mva (motor vehicle accident) scene. He arrested en route to the hospital. He had a left leg hemi-fracture, bilateral chest tubes and was on a ventilator. His pupils were not equal and only one was responsive to light, however sluggish. His ph was currently 7.1. He had the following gts infusing at "high" doses - epi, vaso, neo, levo, dopamine. At 0241est the rn called the css back to troubleshoot occasional pauses on the iabp. The css had the rn print a strip and she relayed that most of the scoring in the best signal analysis was over 8-10. The css discussed this meant the pump did not have a clean EKG to use for triggering. The css suggested moving leads around, changing the patches etc. The rn is going to try that and call the css back if it does not correct the problem. There were no further calls. At 2007est the css called back and spoke with the rn who was currently in charge. The central lumen had been capped off and the rn was not sure if there had been heparin in the flush bag with insertion or if was 0.9ns. The pt had excessive high pressure alarms in the past hour. The rn has changed the assist ratio to 1:2 and decreased the volume to 75%. The alarm was still occurring however a bit less frequently. They can still only get several seconds of pumping before receiving the alarm again. The rn called the cardiologist to come in and reposition the intra-aortic balloon (iab); he told them to do it at bedside. The trauma attending physician was at bedside now assessing the situation. The css discussed the complications associated with the iab being too low and minimal pumping due to alarms/clotting risks. The css told the rn that she would follow-up in another 45 min-1hr. At 2105 the css called back and spoke to the rn. The trauma attending had repositioned the iab and the alarms stopped completely. The rn stated that the pt is now augmenting over 20 points and is showing improved afterload reduction. The rn has no further questions. Additional information received on 03nov2015 reported that the css spoke with the md who was the interventional fellow for the pt. With the initial insertion, the sheath was sutured in place and the iab was secured with a stat lock. After the iab was repositioned the following morning, the sheath was still sutured in place and they sutured the iab in place as well. The pt pulled the iab down about 11cm.